Manufacturer narrative:
Investigation: visual inspection revealed that the shaft tip had separated from the shaft and was twisted. There was a small cut in the shrink tubing of the shaft tip. The tip of the shaft was cracked. The jaws had some signs of usage and the heater had lifted up slightly. There was some evidence of blood. Based upon the visual observations, the reported complaint for "tip of the shaft broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 black plastic near the tip of the shaft broke but remained attached to the device. It came loose and slid along the tip. The device was removed from the leg. A new kit was used to complete the procedure. There were no pt effects. The product was returned.